Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent a c-section procedure on an unknown date and suture was used. During the procedure, the suture broke. Unsure as to at what point during the procedure the suture broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient. No additional information was available.